Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer., patient product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). The previously reported conclusion code is no longer applicable.

Event description:
Additional information received reported the patient experienced increased pain along with a kinked catheter. Diagnostic methods on (B)(6) 2013 included surgical observation in which the catheter was found to be twisted several times and "slightly." Interventions included surgical revision to un-kink and straighten the catheter on (B)(6) 2013. The patient resolved without sequelae as of (B)(6) 2013. It was later reported that the pump was dislodged from sutures which was found through diagnostic methods on (B)(6) 2013 that consisted of examination/ palpation. Patient symptoms included increased pain secondary to "disease" and kinked catheter. Device surgical repositioning also occurred on (B)(6) 2013 to re-suture the pump. As previously reported the patient resolved without sequelae as of (B)(6) 2013.

Event description:
It was reported that a patient was admitted as an in-patient or had a prolonged hospitalization. It was noted that the patient¿s pump was being used to infuse dilaudid, bupivacaine and clonidine. Additional information has been requested, but it was not available as of the date of this report.